Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer of peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began pd therapy. Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2013, the patient experienced peritonitis and was hospitalized on the same day for the event. Cause of peritonitis was not reported. On an unreported date, a peritoneal effluent culture was performed and the culture result was unknown. Treatment was not reported. Follow up information was received from a nurse. The nurse confirmed the patient experienced and was hospitalized for peritonitis on (B)(6) 2013. Treatment for the event included cipro, to be taken by mouth for 2 weeks duration, and vancomycin intraperitoneally. The cause of of the peritonitis was "break in aseptic technique." On (B)(6) 2013, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the event of peritonitis and pd therapy was ongoing. The pdrn considered the event to be unrelated to the homechoice machine, and any disposable parts. No further information was given.

Manufacturer narrative:
(B)(4). This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported by the nurse that there was a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.